Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a connection issue occurred. The sensor was inserted into the arm, which is off-label use of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were unable to establish a connection. The reported event of a connection issue is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.